Manufacturer narrative:
Correction: the lot number in section d4 was updated from 72574000 to 72574001. One additional set of samples was provided by the identical twin of the patient in question. Based on the results of a serum fractionation, the investigation detected the presence of an igg interfering factor in the sample. The sample of the identical twin was negative for tnt on elecsys and by serum fractionation. The investigation did not identify a product problem. The cause of the event was due to a known interferent detected in the sample.

Manufacturer narrative:
The cobas e801 module serial number was (B)(6). The patient provided a fresh sample for investigation. The fresh sample was received for investigation on (B)(6) 2024. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 1 patient serum/plasma sample tested with elecsys troponin t hs assay on a cobas e801 immunoassay analyzer. The patient had repeatedly elevated troponin t (tnt) results. From (B)(6) 2023 to (B)(6) 2023, the patient was tested multiple times and the tnt results ranged from 82 ng/l to 101 ng/l. On (B)(6) 2024 was tested for tnt, troponin I, and scantibodies: tnt result was 83.6 ng/l. Troponin I results were <3 ng/l and interpreted as normal level. The result after the scantibodies treatment was 81 ng/l. The customer/physician questioned the results as they did not match the patient's clinical status and suspected interference.